Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was having a lead and device implanted. As the pacemaker¿s set screw was exhibiting mechanical difficulties vis-à-vis the lead, a different device was used and the lead and device were then successfully implanted. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of the lead could not be connected in the device port was confirmed. Analysis testing found the setscrew had been tightened down in the connector port blocking the lead from fully inserting into the connector port. The setscrew was fully down in the port with the setscrew inset stripped such that it could not be backed out from blocking the port with a torque wrench. The tightening down and stripping of the setscrew was done by the user in the field. The setscrew was removed and leads could now be fully inserted into the connector. Normal setscrews could be fully tightened down on the leads holding the lead securely in the connector. No device anomalies were found that would prevent or make lead insertion difficult. The problem was most likely related to the user of the wrench in the field. The device had normal device characteristics. The device was found electrically normal. The battery voltage is above eri near bol.